Event description:
Info rec'd indicates the foot end brake casters will not hold when the brake is engaged.

Manufacturer narrative:
The tech found the brake cam and the bar that attaches to the hex rod was worn. The tech replaced the brake linkage to repair the stretcher.